Event description:
It was reported that during hip arthroscopy, the burr broke off in the patient's joint. A piece of the burr ended up in the patient's joint. The part of the burr in the patient's joint was removed using gripping pliers which increased surgery time by about 20 minutes. No clinical consequences noted to date.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: device breaking probable root cause: inadequate window profile inadequate welding process improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during hip arthroscopy, the burr broke off in the patient's joint. A piece of the burr ended up in the patient's joint. The part of the burr in the patient's joint was removed using gripping pliers which increased surgery time by about 20 minutes. No clinical consequences noted to date.